Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of always experiencing skin irritation and itching under tape of infusion set. Customer's blood glucose was 500 mg/dl. Customer was advised that tape kit would be sent.